Event description:
S/n (B)(6). Fracture possible fracture low impedance lead alert noise noise with pacing inhibi tion in ventricular hr episodes s/n (B)(6) -oversensing; clinic documented atrial lead oversensing both competitive leads extracted and replaced with full crtp medtronic pacing system (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).